Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a hydrajag guidewire was used during a cyst gastrostomy in the stomach on (B)(6), 2011. According to the complainant, during the procedure the coating of the hydrajag peeled, and the tip of the guidewire detached and fell into the stomach of the patient. Attempts were made to retrieve the device, but they were unsuccessful. There is no further planned intervention to retrieve the detached tip at this time. The procedure was completed with a non-bsc guidewire with no additional patient complications.